Event description:
User experienced a leak from the analyzer. No pt samples were involved. No operators were harmed. The field service representative determined the water supply inlet fitting was broken off and replaced the fitting. Performance tests were performed.